Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed circulation pump. During evaluation, it was confirmed that the device was not performing to specification and there were alerts present on the device. Circulation pump was serviced during the pm process. Pm performed. Serviced mixing pump. Replaced heater, both manifold o rings, drain valves, double bend tube, and chiller evaporator tube. The control panel coin cell was replaced due to age. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as this is not an out-of-box failure. No additional actions are needed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had an arctic sun device with alerts 01 (patient line open) and 02's (low flow), device was due for the 2000 hour preventive maintenance.

Event description:
It was reported that the biomed had an arctic sun device with alerts 01 (patient line open) and 02's (low flow), device was due for the 2000 hour preventive maintenance.